Event description:
It was reported that a user of the ilet experienced a blood glucose ¿rollercoaster¿ with peaks up to 227 mg/dl while pre-treating for perceived lows and attempting to manage based on insulin-on-board rather than device alerts, and the agent provided education on correct procedure and meal announcing; no device component issue was identified. Symptoms included hyperglycemia. Outcomes included insufficient information to assess broader impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.